Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) has been having tremors which they never had with their dbs since last night ((B)(6) 2026). The patient stated they logged in to their therapy application and they saw an out of range error message that said "contact your clinician. The neurostimulator is providing less than the requested therapy. Service code 2703." Patient asked if something could be wrong with the "wire or something ?" Patient denied having had any falls or traumas that would have led to the issue. Patient services reviewed the role of patient services and the meaning of the message with the patient and redirected the patient to follow up with their managing health care provider (hcp) to further address the issue and to check the implanted system. The patient also mentioned that they chose to charge their implantable neurostimulator (ins) battery daily because it was "easier and quicker" for them and when they normally went to charge each day, the ins battery would be at 90% charge however this morning when they connected to charge, the implanted neurostimulator battery was down to 70% and they were wondering if that could have something to do with the return of sym ptoms and the 'out of range' message. Patient said they had two available groups so prior to calling, they had switched themselves to the other group. Patient services again redirected the patient to follow up with their hcp to check the implanted system. The patient stated they called the neurology clinic for their hcp and spoke with and individual about the issue and they were told that their nurse practitioner (np, the individual who did their programming) would be in the office tomorrow ((B)(6) 2026) so they stated they would follow up with their np/hcp tomorrow and monitor their symptoms in the meantime. They stated they may look at the groups again and switch back to their initial group prior to seeing their nurse practitioner.